Event description:
It was reported through service and receipt of a lawsuit that the plaintiff (patient) was injured in 2007. The plaintiff alleges that a "stapling device" was utilized during a gall bladder surgery (cholecystectomy). The plaintiff also alleges that he is permanently sick and disabled, internally and externally. The personal injuries include, without limitation: abdominal injury.

Manufacturer narrative:
Date sent: 08/20/2008. Information is unavailable; device was not returned for evaluation.